Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Event description:
It was reported that an ICU patient transfer to CT. Following CT scan patient became bradycardic and hypotensive. Patient then went into pulseless electrical activity arrest. Patient died there is a query as to the mode the ventilator was in and we would like draeger to investigate and pull the logs from the device for us. Initially, no device failure was reported. At this time, the manufacturer cannot exclude the possibility of a device malfunction or use error, since no logbook is available yet.

Manufacturer narrative:
The investigation was based on the reported event and email correspondence. It was reported that a patient who was in very critical condition and required cardiovascular and ventilatory support died. Initially, no device failure was reported. A logbook analysis could not be evaluated on the part of the manufacturer, as no logbook has been made available to date. If there is new information available, a child investigation will be opened. There is no indication that the affected oxylog 3000plus has any connection to the patient¿s death. The case was most likely due to the patient's condition.

Event description:
It was reported that an ICU patient transfer to CT. Following CT scan patient became bradycardic and hypotensive. Patient then went into pulseless electrical activity arrest. Patient died. There is a query as to the mode the ventilator was in and we would like draeger to investigate and pull the logs from the device for us. Initially, no device failure was reported. At this time, the manufacturer cannot exclude the possibility of a device malfunction or use error, since no logbook is available yet.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that an ICU patient transfer to CT. Following CT scan patient became bradycardic and hypotensive. Patient then went into pulseless electrical activity arrest. Patient died there is a query as to the mode the ventilator was in and we would like draeger to investigate and pull the logs from the device for us. Initially, no device failure was reported. At this time, the manufacturer cannot exclude the possibility of a device malfunction or use error, since no logbook is available yet.